Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the cause could not be determined due to the request of non-destructive testing. One hickman s/l 9.6fr catheter was returned for investigation. The catheter extended 18.7cm from the distal end of the surecuff. What appeared to be blood residue was observed within the fibers of the cuff. The catheter had been marked with blue ink along the distal end of the clamping oversleeve. A functional test revealed a leak in the clamping oversleeve. The leak site was located 9mm from the distal edge of the clamping oversleeve. A microscopic examination of the leak site revealed a ½ mm c-shaped breach in the tubing. Since non-destructive testing was requested, the catheter was not cut open to observe the breach from within the catheter. With the observed leak, the complaint was confirmed, but the cause of the breach in the tubing could not be determined. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of hubq0797 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the physician flushed the hickman catheter at the end of the procedure and noticed it to be leaking. The catheter was removed and a new one was placed. There was no harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of hubq0797 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that the physician flushed the hickman catheter at the end of the procedure and noticed it to be leaking. The catheter was removed and a new one was placed. There was no harm to the patient reported.